Event description:
Blood loss. Customer reports the arterial port came loose from the tubing 45 minutes into treatment, the machine did not alarm. Pt lost 330 ccs of blood. There was no pt intervention. However, they will be giving anti-biotic and checking the hematocrit level later today. Sample is available for return. Customer will be sending incident report.